Event description:
Pt had redness, blisters, and induration at 1 week of implant.

Manufacturer narrative:
There are many potential causes of skin irritation in surgical pts which could have contributed to the skin related observations in this pt, including the pt's condition, materials to which the pt is exposed, and potential local and systemic drug effects. The device was not returned to atrium for eval. A lot history record review was performed and no deviations were found. Based upon the limited info provided to the rga, and the lot history record, there are no reasons to conclude that this c-qur mesh device was the root cause of the complaints described in this case.